Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 16mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was a blood like substance visible in the cones. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube or hub profile. A visual and tactile examination of the outer and inner lumen and mid-shaft section found inner extrusion break at 5cm distal of port bond. Shaft polymer extrusion break at 8cm proximal of the tip. The shaft polymer extrusion is damaged, stretched and outer extrusion torn in some sections. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main coronary artery. After rotational atherectomy was performed with a rotawire, a 4.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed and when the stent catheter was outside the patient's body, it would not come off of the rota floppy wire. More force was applied to remove the stent and it broke. A non-boston scientific wire was inserted and a 4.0x12 synergy xd drug-eluting stent was successfully deployed. There were no complications reported and the patient was fully recovered.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main coronary artery. After rotational atherectomy was performed with a rotawire, a 4.00 x 16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed and when the stent catheter was outside the patient's body, it would not come off of the rota floppy wire. More force was applied to remove the stent and it broke. A non-boston scientific wire was inserted and a 4.0x12 synergy xd drug-eluting stent was successfully deployed. There were no complications reported and the patient was fully recovered.